Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter would cycle the code thru on its own. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.